Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with pacemaker came in to the clinic as the patient was not feeling well. It was then found out the device exhibited faster than expected battery depletion. The device had one and a half year remaining but end of life (eol) was declared two months after the reported longevity. Additional information indicated that outputs were high which could contribute to the quick battery depletion. Boston scientific technical services (ts) discussed the option of doing a memory dump for analysis. Furthermore, the patient reported that the device slides down when the patient stands up and moves up to the face when the patient lays down. This pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any, even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.